Event description:
It was reported that the right atrial (ra) lead experienced low impedance and a sensing value that was unable to be measured after the surgical site was closed. The lead was then changed to unipolar. A hemorrhage was also reported inside the implantable pulse generator (ipg) pocket, resulting in the removal of the device from the pocket to provide hemostasis treatment. The lead and device remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected lower range. Diagnostic data, including chronic atrial lead trends, reset by user on (B)(6) 2015 and later same day atrial lead warning occurred. Atrial lead performance counters show low impedance / short circuit pace counts before and after the lead warning. Concomitant product: leh336253v lead implanted: (B)(6) 2007. (B)(4).